Manufacturer narrative:
A customer from outside the united states reported observation of discordant, elevated atellica im 1600 ca 19-9 results for one patient. A lower result obtained using an alternate method was accepted as correct. Quality control results were within ranges on the day of the atellica im testing, and there were no other problem indications. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Under limitations, the IFU states the following: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens is investigating.

Event description:
The customer reports observation of discordant, elevated atellica im ca 19-9 results for one patient. An elevated initial atellica im ca 19-9 result was obtained (following dilution) for the affected patient, and interference was suspected, as results for other tested analytes were generally normal. Testing was repeated on this sample following hbt (heterophilic-antibody blocking tube) treatment. A lower, but still elevated, result was produced. The sample was sent to another lab for testing by an alternate method, and a much lower result was reported and accepted as correct. There are no allegations of patient harm, changes in treatment, or delay in diagnosis in association with the observed result discordance.

Manufacturer narrative:
MDR 1219913-2022-00118 was filed on 2022-04-27. Additional information, 2022-05-03: siemens has concluded the investigation. A customer from outside the united states reported observation of discordant, elevated atellica im ca 19-9 results for one patient. An elevated initial atellica im ca 19-9 result was obtained (following dilution) for the affected patient, and testing was repeated on this sample following hbt (heterophilic-antibody blocking tube) treatment. A lower, but still elevated, result was produced. As stated in the limitations section of the atellica im ca 19-9 instructions for use (IFU), the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. The observed difference between the results from different methods does not indicate a product issue. Given the difference between untreated and hbt-treated results, it is possible that heterophilic antibodies are affecting the atellica im ca 19-9 result. As stated in the limitations of procedure section of the scantibodies hbt instruction for use (IFU), "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference." The dilution recovery section of the atellica im ca 19-9 IFU indicates that diluted sample recoveries ranged from 76.8% to 129.5% and sample-dependent nonlinear dilutions can be observed. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. There is no sample that can be sent to siemens healthineers for evaluation. The log files were reviewed and there is no indication the difference in patient sample results were due to the analyzer. The cause of the variation in results seen by the customer when using atellica im ca 19-9 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.